Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was prophylactically replaced during a ventricular lead revision, as advised in the fsn on platinum devices sent in july 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was prophylactically replaced during a ventricular lead revision, as advised in the fsn on platinium devices sent in july 2018.